Manufacturer narrative:
Additional information was provided: an approach was made with an unknown 6f sheath for a neurovascular coiling procedure. Multiple attempts were made without success to obtain additional information. Complaint conclusion: after using mynxgrip (6f/7f) vascular closure device (vcd), the patient came to hospital 2 weeks later with a puncture site contamination. An approach was made with an unknown 6f sheath for a neurovascular coiling procedure. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review of lot f1635001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. However, at this time it is not possible to draw a clinical conclusion between the device and the event. Without the return of the device for analysis and based on limited information, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4).      (B)(6).     It is unknown if the device is available to be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After using mynxgrip (6f/7f) vascular closure device (vcd), the patient came to hospital 2 weeks later with a puncture site contamination.